Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effect and treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Trial name: (B)(4). Device registry. Patient ID: (B)(6). It was reported that this was a vessel closure of an unspecified access site using a proglide device related to an interventional procedure. Reportedly, bleeding occurred at the access site. Manual compression was used to treat the bleeding and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a patent foramen ovale (pfo) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 10f sheath and the pfo procedure was completed. Reportedly post procedure, bleeding occurred at the access site. Manual compression was used to treat the bleeding and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6 correction: medical device problem code 3190 removed.